Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2016. It was reported that there was a change in stimulation. The patient has high density programming. There was a complaint of residual stimulation or phantom stimulation. The current stimulation pattern is knees to feet/toes. The patient is programmed at 700 pulse width, 300 hertz, and 0.5 volts. When the patient turns off the implantable neurostimulator, his hand is tingling for about 30 seconds. The patient is also getting abdomen and back stimulation. The patient had been programmed for about 2 weeks, but only recently experienced the symptoms of residual stimulation 2 or 3 days prior to the report. The patient had a posterior-anterior x-ray and lateral with no lead movement and in the exact position as implant. Reprogramming resolved the residual stimulation and the stimulation in the back and abdomen to a small degree. The patient is still having problems and is meeting with the manufacturer representative the week after the report to do more reprogramming. The manufacturer representative reported that they are going to continue to adjust parameters until the patient is satisfied and that they are going to specifically try higher rate high density programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.